Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ there was an issue with upon retraction of the needle it did not fully retract.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ there was an issue with upon retraction of the needle it did not fully retract.

Manufacturer narrative:
Investigation summary: received one 20ga iag needle-barrel assembly within a miscellaneous container along with an empty-open package from lot number 8151944. The needle was received fully retracted inside the safety barrel. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of package seal integrity poor / questionable with lot #6119819, regarding item #381854. DHR review discloses a total of (B)(4) units were manufactured on afa line 7 from 4jun18 through 7jun18. Packaged on pkg line 10 from 11jun18 through 12jun18. No quality notifications were initiated during production. All challenge, set-up and in-process samples were performed according to the quality control plan and all passed per specifications. Investigation conclusion: the needle was pushed to the out position and then the white button was depressed. Although the needle retracted, retraction was slow. Upon further examination it was detected the spring had caught up into a protruding piece of plastic observed on the hub of the assembly. The unit was disassembled and the damage on the hub was confirmed. Root cause description: although a definite source that caused the damage observed on the hub (which slowed retraction) could not be determined, the failure was manufactured related and it was produced either due to a molding defect or during the assembly process of the unit. Rationale: a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.